Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(4) 2015. Between the (B)(4) 2015 and the final history log entry on the (B)(4) 2015, the device recorded multiple manual power ups, mainly of 10 minutes duration. A test pad-pak was inserted, the device powered up and passed a self-test. The device was tested and successfully delivered a test shock. The device powered off with no warnings given and a flashing green status led. The current drain was measured and indicates a fault. The device was disassembled for investigation. Upon visual inspection corrosion was found on the membrane tail. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. This corrosion resulted in the device switching on automatically. The temperatures recorded in the history log would suggest the device was not stored in a controlled environment.

Event description:
There was no patient involved in this event. Device was switching on automatically.